Manufacturer narrative:
(B)(4). The er420 device was returned for analysis and upon inspection the jaws were found to be in a yielded condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device was cycled and ejected four clips and formed two clips as intended. Finally, it locked out without any difficulties. Possible causes for the found condition of the yielded jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip ejected and fell out of the device after firing. The device was used on the blood vessel. Another device was used to complete the case. There were no adverse consequences to the patient. One device will be returning.